Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 43 mg/dl. To treat low bg, the customer consumed glucose tablets. Recommendation was made to consult with health care provider regarding diabetes management.